Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a broken force sensor was detected during seating or regular delivery error. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to electronic board. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.